Manufacturer narrative:
It was reported by the customer that pump infusion set separated between drip chamber and back check valve. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 24069047 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: 2426-0007. Batch#: 24069047. It was reported by the customer that pump infusion set separated between drip chamber and back check valve. Rcc received a complaint via email. Pump infusion set separated between drip chamber and back check valve. Lot# 24069047.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 2426-0007; batch#: 24069047. It was reported by the customer that pump infusion set separated between drip chamber and back check valve. Verbatim: rcc received a complaint via email. Pump infusion set separated between drip chamber and back check valve. Lot# 24069047.